Manufacturer narrative:
Based on information provided from distributor, it is likely that the surgeon did not distract enough space to accommodate the implant size. Interbody material is peek and fracture in material would not appear on x-ray. Based on surgeon decision to leave implant in the patient and no reported adverse events to the patient, no further investigation or follow up is required at this time. Customer complaint log and surgeons' cases will continue to be monitored for similar issues.

Event description:
Distributor notified aurora spine on (B)(6) 2018 of a potential implant malfunction during surgery on (B)(6) 2018. When tamping the eos 30mm lumbar cage in, the surgeon seemed to feel a crack and had difficulty inserting the cage the remaining distance in the interbody space. After review of the x-ray, the surgeon determined the best course of action was to leave the implant in the patient as is. The surgery time was not reported to be extended and there were no reported complications with the patient following the surgery.